Event description:
Iit was reported that the coil stretched and broke, requiring additional intervention and resulting in an unretrieved device fragment. An embold fibered 5x15 was selected for use. The target lesion was in the gastroduodenal artery (gda) and had both mild tortuosity and calcification. The attending physician looked at the first image and estimated the size of the gda to be 5-6mm. The boston scientific (bsc) representative measured the vessel to be 3.2mm. The bsc representative recommended the physician use a 3x12 embold fibered coil. Against the recommendation of the bsc representative, the physician elected to use a 5x30 embold soft coil. The 5x30 was oversized, and the physician removed it from the patient. Then the physician elected to use a 5x15 embold fibered coil. The bsc representative again advised a 3mm coil and explained that oversizing could lead to friction and coil stretching, but the physician proceeded with the 5x15. There was resistance encountered when advancing the coil in the distal portion of the truselect. The physician attempted to retract the coil but encountered resistance. The physician pulled too hard, and the coil stretched into the common hepatic artery (cha). The distal portion of the coil broke off within the gda. The stretched coil was snared from the cha, and the broken distal portion of the coil remained in the gda. The small remainder of filament and distal portion of the coil were used to close off the gda and the procedure was completed. There were no patient complications as a result of this event.